Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that as the surgeon was tightening the screw; it stuck at the middle of the screw. The surgeon then removed it once and re-inserted, but the screw did not go into the bone. It was then found that the tip of the screw was broken in the bone. Broken piece were removed from the patient. There was no adverse consequence to the patient and no reports of a surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the returned part was investigated. The head of the screw is in good condition but the threads show signs of wear and the tip is missing from the screw as reported. There is some bone residue remaining along the threads. It is likely that application of excess force whilst attempting to insert into the bone or incorrect technique used (insertion at an angle) or exceptionally hard bone, resulted in screw breakage. The lot number of this screw was not provided so we could not investigate the manufacturing records for this lot. However our data base shows that there have been no other complaints of this nature for this part number. No product fault could be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.